Event description:
The customer called and reported receiving a no delivery alarm on the insulin pump. Her blood glucose was 579 mg/dl, so she treated with expired insulin. At the time of this report, customer's blood glucose was 371 mg/dl. Troubleshooting was performed. The drive support cap appeared normal. The insulin pump successfully alarmed with no delivery during the high pressure test. Customer was advised to change entire set, reservoir, and insulin. When customer removed the infusion set, she stated the cannula was bent. She declined to troubleshoot for no delivery and bent cannula.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.